Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The numbers on the insulin pump's screen kept scrolling when she attempted to deliver a bolus. Customer's blood glucose level was not reported. The call was dropped. The device was not returned.